Event description:
It was reported that the patient underwent replacement of the implantable cardioverter defibrillator (ICD) system (reason not specified). During the procedure, after removal of the ICD, it was observed that the right ventricular (rv) lead had retracted from its position. The rv lead was capped and replaced and a new ICD, pace/sense lead and defibrillation lead were implanted. No additional adverse patient effects were reported.